Event description:
Extension tubing leaked at connection to needleless connector. Lot number provided is current shelf stock. Tubing had been in place since line insertion. Patient's IV found to be leaking. All IV tubing changed along with green-t connector of white lumen. Patient with double lumen PICC line split with tpn running 13.5 and 13.6 ml/hr. Lipids only running 12h/day and turned off in evening. Leak noted to be coming from green-t and microclave connection on white lumen. Connection was secure and not loose. The rest of IV tubing intact. PICC line site within normal limits (wnl). When changing tubing, previous green-t connector difficult to remove requiring hemostat to unscrew. Current practice is not to change green-t connector with tubing changes. Consider contacting manufacturer and looking into how long the same green-t connector can stay in place. This is all the information available on this event.